Manufacturer narrative:
B2 outcome death and date of death was inadvertently omitted on the initial manufacturer device report number. 1220648-2025-27530. B5 patient outcome of death was inadvertently omitted on the initial manufacturer device report number. 1220648-2025-27530. G3 date received by manufacture was 4/6/2025. H1 type of report was erroneously entered on the initial manufacturer device report number. 1220648-2025-27530. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number. 1220648-2025-27530.

Event description:
Additional information received that eighteen days after initiating of support, care was withdrawn and the patient's status was updated to expired. There is not enough evidence to disassociate the use of the impella with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and approximately four days after start of the support, the patient experienced runs of ventricular tachycardia. The pump was repositioned in response to the condition. Support was able to continue without interruption. The impella 5.5 device was successfully weaned and explanted with a survived patient outcome.

Event description:
The complainant also reported that the implanted impella 5.5 pump experienced intermittent placement signal issues during patient support. Despite positioning being correct, it was noted that the provided readings were not accurate. The issues resolved shortly after each irregularity.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue and cardiac arrythmia. There was no product returned. The data logs show tha there was an increase in the placement signal (ps). The 5s parameters are relatively stable, but the signal-to-noise ratio (snr) slightly trends down. Without sufficient evidence, and the product not being returned, the root cause of this optical signal issue cannot be determined. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined a review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27530. D10 concomitant medical products and therapy dates updated.